Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A complaint database search on the provided smartset gmv 40g us eo (product code 545050501, lot number 7807552) found additional reports. A previous DHR review ((B)(4)) did not reveal any related manufacturing deviations or anomalies on the reported lot number (7807552). The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface, depuy cement was used. (B)(6) 2015; (B)(6) 2018; left knee. No surgical delay.